Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device while on site with a flow volume analyzer and could not duplicate the reported issue. The fsr performed user verification tests and operational verification procedures and the device operated within factory specifications. The customer reported that the device has been placed back in to service.

Event description:
The customer reported irregular noises coming from the unit and inadequate volume delivery. The customer stated that the reported event occurred while on a patient but there are no allegations of injury or harm.